Manufacturer narrative:
H10 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m170019,with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 170019 test base part number 190-430 / lot m170019. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m170019 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. Ref MFR report numbers: 1221359-2022-00696; 1221359-2022-00697.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 assay performed on multiple dates. This MFR. Report addresses date (B)(6) 2022 and is three (3) of three (3). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 tested on nasopharyngeal sample. Confirmation testing was performed using film array platform generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was a delay in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Ref MFR report numbers:1221359-2022-00696, 1221359-2022-00697.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Ref MFR report numbers:1221359-2022-00696, 1221359-2022-00697.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 assay performed on multiple dates. This MFR. Report addresses date (B)(6) 2022 and is three (3) of three (3). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 tested on nasopharyngeal sample. Confirmation testing was performed using film array platform generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was a delay in the patient's treatment.